Event description:
Prior to device replacement due to normal battery depletion, decreased sensing was observed on the right ventricular (rv) lead. During the procedure, insulation damage was observed on the rv lead, so it was explanted and replaced. The patient's condition was stable following the procedure.

Manufacturer narrative:
The reported field event of an insulation anomaly on the right ventricular lead was confirmed. Visual inspection of the distal portion of the lead noted an external insulation abrasion breaching the optim sheath, consistent with lead friction to the device can. However, the underlying silicone insulation was intact. The reported field event of low/decreased sensing could not be confirmed. Electrical testing of the lead resulted in normal lead characteristics.